Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the ins has move out of the pocket. The patient reported that when they sit down at a 90 degrees angle, they have to manipulate the battery to get it back in the pocket so it could charge. The patient reported that the hcp put in a new pocket but used the same ins on (B)(6) 2019.